Manufacturer narrative:
The reason for this revision surgery was to exchange metal on metal components for poly after 9.4 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against a part from this lot number. This complaint has not been associated with any product issues and is deemed as non-product related. It was reported that the patient wanted to switch out to poly because he had metal on metal. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient wanting to switch out to poly because he had metal-on-metal.